Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening. The device was found to be underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening, a striated opening in the anterior side, and a smooth opening in the posterior, device appearance (observed 40 mm dark patch edge material inside gel device). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening in the patch/shell bond edge assessed as unidentified (tear) opening, smooth opening in the posterior side, and a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and rupture. Device has been explanted.